Event description:
Pt underwent spinal fusion procedure on 4/28/93 with instrumentation after two previous non-instrumented spinal surgeries. On 11/2/94 the instrumentation was removed. There was bursa formation adjacent to the top ends of the rods and the screws in l3 and s1 were loose. The graft was inspected and found to be intact throughout. There was some paucity of bone graft on the left side near l3-4.